Manufacturer narrative:
H4: the lot was manufactured between march 13, 2024 and march 14, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred when the nurse prepared the medicine. The pump was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.